Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a subtotal colectomy, the device was used to cut through muscle and the device jaws became closed and could not be opened. It is unk how the device was removed. There was no pt injury.